Event description:
Baxter (B)(4) received a report that an intermate had a reservoir rupture at the end of patient therapy. The device was filled with vancomycin. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No sample is available for evaluation. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted. Additional information: the lot number was not provided. Therefore, a batch review could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.